Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 416 (mg/dl). A correction bolus was administered to address bg levels. Reportedly, the customer was disconnected from the pump for an extended period of time prior to high bg event. System check with tandem technical support indicated the pump was performing as expected. Customer was guided through a supply change and resumed insulin.